Event description:
It was reported by a customer on (B)(6) 2011 there was low fiber vaporization and no fiber life activation at 95,000 joules. Per the customer, the procedure was able to be completed with this fiber. No pt injury was reported.